Event description:
Customer reported that the unit turns on, the screen flashes and there were no numbers on the screen. Screen turns blue and top right corner has a square. After about a minute, customer can hear a relay click. The unit restarts and shows a countdown. The battery led does not light. The customer reported there was no patient involvement.